Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited intermittently low out-of-range shock impedance measurements as small as 5 ohms, and the patient was sent to the emergency room (ER). Shock impedance trends showed intermittent drops in measurements from 53 ohms down to approximately 4 ohms. Technical services (ts) discussed possible sources of emi, however the sales representative denied any sources of external electromagnetic interference (emi) or other implanted devices. Additional information received reported that this rv lead was surgically abandoned and replaced. It was noted that the implantable cardioverter defibrillator (ICD) was also replaced due to normal battery depletion (nbd) during the lead revision. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.